Event description:
A report was received that the patient developed early pneumonia with symptoms of confusion, coughing and a low grade fever. The patient was given non-opioid medication (levaquin) and the event resolved. The event was deemed to be unlikely related to the procedure and not related to the device.